Event description:
The customer reported being hospitalized due to low blood glucose of 17mg/dl. The customer stated that the insulin pump kept vibrating without any alarms. The caller stated that she was connected while changing the infusion set. The customer did not rewind first before inserting a full reservoir, and she pushed herself insulin into her body. Reviewed the prime technique and found that the customer was connected when the new reservoir was inserted into the insulin pump. The customer stated that she currently is off the device and the battery was taken out because the insulin pump keeps vibrating. The device was set on suspend. Advised the caller to insert the battery to review the settings. The customer stated that her blood glucose was treated with glucagon and her arm has swollen up. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.